Event description:
It was reported by the sales rep that when the proplege coronary sinus device, pr9 is pulled from the sheath and the sheath is capped, there was leakage around the cap and the sheath was removed from the patient. No pt injury was reported

Manufacturer narrative:
Device evaluation into root cause expected upon return of the device from the customer.

Manufacturer narrative:
Evaluation: the returned introrc introducer was found to have a tear in the valve of the introducer. This torn valve most likely contributed the issues experienced in this report as has been established by the amount of similar complaint received for leaking introrc introducers with tears in the introducer valve. The bend noticed in the catheter was not reported and did not affect the function of the device. It is likely that this occurred during removal of the device. A corrective action and product recall have been initiated for this complaint. The proplege device has now been switched back to being kitted with the introcsc introducer. The root cause of the leaking has been determined to be a material relaxation issue. It is not known at this time if the valve leaking is a design or a supplier manufacturing issue. Trends will continue to be monitored on a monthly basis and if further action is required, appropriate investigation will be performed.